Manufacturer narrative:
A4 weight is unknown: device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical review/rationale: an impella cp was placed via the femoral artery access to support the 74 year old male patient who had been admitted in for surgery and suffering from post cardiotomy cardiogenic shock and low cardiac output syndrome, presenting in scai stage d shock. The other cardiac and/or systemic comorbidities were not shared. On the 3rd day of the pump support there was a diagnosis made of hemolysis, the patient had urine color change and pump positioning was assessed. On the 4th day of the support the cp was explanted and escalated to the new pump, an impella 5.5 pump. Hemolysis is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
Hemolysis/mechanical interaction with blood: the cause of hemolysis was not determined due to lack of clinical details, no product or data logs returned for analysis.